Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant attempt, when the device was hooked up to the leads, the patient alert began sounding. When the device was interrogated, a lead warning was noted for right ventricular (rv) lead impedances out of range. The rv lead was tested, and the impedances appeared to be normal. The rep attempted to clear the lead warnings, but was unable to. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.